Event description:
A surgeon who was performing a laparoscopic appendectomy for acute appendicitis. As he removed the ethicon echelon flex powered vascular stapler 35mm through the versa step plus dilator and cannula with radially expandable sleeve trocar, the trocar cracked and tore a small pieces (3x3mm) of plastic (the black plastic filament that covers the distal rotating mechanism of the stapler) off the stapler. The surgeon was concerned the plastic from the stapler was inside the pt, so he searched for it extensively in the pt and in the environment. The missing plastic was eventually located in the broken trocar. All pieces were recovered and nothing left in the pt. Of note, the trocar was cracked but no pieces were missing.